Manufacturer narrative:
Evaluation summary: the phaco handpiece was examined and the reported event was not replicated. The product met specifications at the time of release. Phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. Functional testing was performed on the returned handpiece to test for nonconformity. The handpiece was able to successfully pass the ground resistance test. The handpiece was then connected to a calibrated system in which it was able to prime and tune. A flow test was performed to check if occlusion within the handpiece which also came to no problems observed. A stroke test was performed to check the ultrasound and torsional stroke lengths and both were found to meet per specification. The root cause of the reported event cannot be determined conclusively as the handpiece was tested and found to meet specs. (B)(4).

Manufacturer narrative:
Sample received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported issues with handpieces during several surgeries. There was no ultrasounds in a torsional but yes in longitudinal mode. That was noticed during several cataract surgeries within the last 3 months. There was no patient harm and all surgeries were completed with no delays or cancellations. Additional information has been requested but not received to date.